Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure and the cubie did not open. A field service engineer replaced the retractor band and reseated row board cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure and the cubie did not open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.